Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal to mid left anterior descending artery. After a non-bsc guide wire crossed the lesion, a 32x2.25mm promus premier stent was deployed and a 2.25mm x 12mm nc emerge balloon catheter was advanced for post dilation. The balloon was inflated at 20 atmospheres however, the balloon catheter became stuck on the guide wire. The balloon catheter was pulled with moderate force but did not move, therefore the whole system was removed from the patient. Outside the patient, the balloon catheter was able to be removed from the wire by applying a strong force. The wire was then re-advanced into the lesion easily and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. There was contrast in the lumen and balloon, with the balloon loosely folded. The device was soaked in a water bath for a week, prior to lab analysis. Microscopic inspection found no irregularities or defects of the balloon, distal tip and proximal bond. The inner diameter (ID) of the wire lumen was measured at the distal end with a calibrated pin gauge set and is within specification. Microscopic inspection revealed damage to the inner shaft 16mm in length, inside the balloon area. The inner shaft was flattened. The wire used in the procedure was not returned with the complaint device. Functional testing was completed using a kinetix plus. The guide wire could not advance in the inner shaft where damage was found, inside of the balloon. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal to mid left anterior descending artery. After a non-bsc guide wire crossed the lesion, a 32x2.25mm promus premier stent was deployed and a 2.25mm x 12mm nc emerge® balloon catheter was advanced for post dilation. The balloon was inflated at 20 atmospheres however, the balloon catheter became stuck on the guide wire. The balloon catheter was pulled with moderate force but did not move, therefore the whole system was removed from the patient. Outside the patient, the balloon catheter was able to be removed from the wire by applying a strong force. The wire was then re-advanced into the lesion easily and the procedure was completed. No patient complications were reported and the patient's status was good.